Manufacturer narrative:
As reported in the literature article by duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. Pmid: 12860870; pmcid: pmc1767765., after placement of an unknown balloon expandable palmaz stent, one patient required redilatation. The redilatation caused a pseudoaneurysm of a branch of the pulmonary artery. The patient then developed hemothorax with hypovolemia 12-24 hours post procedure, requiring emergency lobectomy. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿pseudoaneurysm¿, ¿hemothorax¿ and ¿hypovolemia¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters. Potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: pseudoaneurysm formation.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. The need for redilatation of the stent may have occurred for a number of reasons, including inadequate expansion at implantation, and somatic growth of the patient resulting in an enlarged pulmonary artery allowing the stent to then migrate. The pseudoaneurysm likely leaked resulting in the hemothorax and loss of circulating blood volume, requiring surgical repair. The limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported in the literature article by duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. Pmid: 12860870; pmcid: pmc1767765., after placement of an unknown balloon expandable palmaz stent, one patient required redilatation. The redilatation caused a pseudoaneurysm of a branch of the pulmonary artery. The patient then developed hemothorax with hypovolemia 12-24 hours post procedure, requiring emergency lobectomy. The device will not be returned.